Manufacturer narrative:
Continuation of d10: product ID: b3301542, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead. Product ID: b3301542m, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info was received from provider. The cause of the infection was pseudomonas bacteria. The infection resolved with IV antibiotics.

Event description:
It was reported that patient had their leads explanted on (B)(6) 2024 as they had infections around the two leads. Patient needing brain MRI as a pre-operative step for lead replacement. Provider states the implantable neurostimulator (ins) and extensions are still implanted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024 brand name sensight; product ID b3301542m (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.